Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of the 45 mg/dl. Customer received change sensor and sensor updating alert and got a low blood glucose of 38 mg/dl, 48 mg/dl and 45 mg/dl and this morning blood glucose was 300 mg/dl. Customer did not receive a change sensor alert after a calibration not accepted. Customer declined troubleshooting for high blood glucose low blood glucose. The sensor will be and insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened/used.

Event description:
Incident date has been changed to (B)(6) 2018.